Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source. Additionally, a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose.